Event description:
Sorin group received a report that during a procedure, the s3 roller pump stopped without an error code or alarm. The clinician hand cranked the pump to maintain flow until functionality was regained by power cycling the pump. There was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch reports is filed on behalf of sorin group (B)(4). Sorin group received a report that during a procedure, the s3 roller pump stopped without an error code or alarm. The clinician hand cranked the pump to maintain flow until functionality was regained by power cycling the pump. There was no pt injury. The investigation is on-going. A follow up report will be sent when the investigation is complete.